Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing and pacing inhibition. The pacing inhibition was noted to be about 1-2 seconds, but reportedly it could be longer during other events. The impedance and thresholds were both noted to be within normal limits. Noise was reproducible when the patient put their arm across their chest. This device was explanted and replaced with another manufacturer's device. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing and pacing inhibition. The pacing inhibition was noted to be about 1-2 seconds, but reportedly it could be longer during other events. The impedance and thresholds were both noted to be within normal limits. Noise was reproducible when the patient put their arm across their chest. This device was explanted and replaced with another manufacturer's device. No additional adverse patient effects were reported.